Event description:
The customer reported the ventilator went vent inop and alarmed upon disconnect of ac power to transport a pt. Ac power was reconnected and the ventilator restarted and continued ventilation. The customer reported there was no pt harm. The manufacturer's service technician was unable to duplicate the reported event as the ventilator was back into use. The respiratory therapy equipment manager reported when the unit was brought to him that the cable from the battery to the back of the ventilator was pulled off the back of the ventilator and the backshell to the connector was pulled loose. He was able to reattach the backshell and connect the cable to the back of the ventilator. He ran the ventilator on ac power and battery power with no issues. The service technician inspected the battery cable, connector, and jack on the back of the ventilator and found no issues. The customer reported the device was operating normally and had been used on battery power with no issues. The equipment manager said the nurse was moving the ventilator by using the battery cable to hold on to.